Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 150-220 mg/dl and a bolus was delivered to address bg. Pump system check was performed with tandem technical support (cts) and pump time was found to be incorrect by 2 minutes. Cts assisted customer with adjusting pump time. Reportedly, customer reviewed the pump settings with their healthcare provider as the settings had been recently changed and may have been a contributor to the event.